Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The event "c-cover has a burn" was reported in error. Updated field: b5. Removed event "c-cover has a burn". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube has coating peeling (1mm2 or more). There was no patient involvement.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited c-cover has a burn and the connecting tube has coating peeling (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device evaluation found c-cover has a burn and the connecting tube has coating peeling (1mm2 or more). Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.